Event description:
It was reported that the right ventricular (rv) lead had high impedance and a high number of short interval counts (sic). Fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead warning alert occurred, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(6)-sustained tachycardia episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013.(B)(4). Maximum ventricular pace impedance rises from an approximate baseline of 1000 ohms to > 16000 ohms the week ending 18 nov 2013. Right ventricular pace lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead could not be removed and a revision was done.